Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of specification. New pcb board was replaced to solve the issue. Reference recall # z-0294-2013.

Event description:
Information received indicates that pump fails diode test which is the cause of error code 13 during testing.